Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker and right ventricular (rv) lead exhibited low pacing impedance no intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.